Event description:
It was reported the epiq cvx ultrasound system was not available to perform a urgent echo exam. The system was displaying error message and the user rebooted the system three times without recovery. The user then exchanged the unspecified transducer to recover the system and complete the exam. There was no reported user or patient harm. Philips has started an investigation and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The field service engineer evaluated the system and was unable to replicate the system shut down but confirmed the system logs did show an error message. The customer was provided with instructions for system use, and no further similar issues have been reported. Any actions needed to resolve this issue will be considered for development and implemented in future software updates.